Event description:
When the device was powered on, the message "system pwr: fail" was displayed. The power was cycled and the device subsequently functioned properly. No adverse consequences to the pt resulted from this event.